Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report. Other devices associated with this event are as follows: (B)(4) 5 hole pin clamp hoffmann xpress 1 post, (B)(4) universal coupling hoffman xpress 15/15mm 4-5/15mm, (B)(4) universal coupling hoffmann xpress 15/15mm 4-5/15mm, (B)(4) torque wrench hoffman xpress 8mm 11nm.

Event description:
It was reported via our sales rep that the frame did not offer the usual stability used on a child with normal weight. She further states that the fracture slumped down in all 3 trials and the torque wrench was used at 11 nm. The surgery was finished using an ao fixateur.